Event description:
Medtronic received info that this transcatheter bioprosthetic valve developed a minor stent fracture. The integrity of the stent was preserved. No treatment was necessary and the valve remains implanted. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.